Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had procedure and when the doctor attempted to lift the left eye flap it tore at the hinge. Flap was programmed at 100 microns. Bandage contact lens was applied and no loss of vision has been reported.